Event description:
It was reported that, during a robot-assisted right hemicolectomy laparoscopic surgery, a double fenestrated grasper (dfg) did not s traighten when double-clicked, which prevented extraction. The issue was resolved by replacing with a new forceps. There was no injury to the patient.

Manufacturer narrative:
D10 concomitant product: product ID: mrasi0004 sn: (B)(6); product ID: mrasi0012 sn: (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robot-assisted right hemicolectomy laparoscopic surgery, a double fenestrated grasper (dfg) did not s traighten when double-clicked, which prevented extraction. The issue was resolved by replacing with a new forceps. There was no injury to the patient.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported double fenestrated grasper and the associated device logs. Evaluation of the logs indicated that the double fenestrated grasper was connected to a sterile interface module (sim) that was attached to arm cart assembly 4. No error codes related to the double fenestrated grasper were noted during the procedure time. A straighten and close command was issue to the double fenestrated grasper, that the system registered a successful execution of the command. No error codes were noted for a failure to straighten. Visual inspection of the returned double fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the double fenestrated grasper was read with no observed failures. Evaluation of the double fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.